Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal even though the sheath and exoseal were pulled back completely, and pulsatile flow had stopped. The exoseal and vascular sheath introducer were removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used for this interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and the physician did not have a thumb on the plug deployment button during retraction. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, and no anomalies were noted. The device was stored in accordance with the instructions for use (IFU). The exoseal was prepped according to the instructions for use (IFU), with no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified by angiography, including insertion angle (30¿45 degrees), vessel diameter (=5mm), and absence of calcium, plaque, or significant (>50%) stenosis near the puncture site. There was no nearby stent or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the femoral site had not been previously closed within 30 days. The physician was certified and had used the exoseal approximately 10 times per month prior to this procedure. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was partially deployed, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard and the indicator wire could not be reset due to being in a not locked position with the indicator wire fully deployed. Subsequently, the guard locking was successfully achieved. Following this, a deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A dimensional analysis of the delivery shaft inner diameter was not performed. This decision was based on the results obtained during the functional deployment simulation evaluation, in which the device demonstrated proper performance, including successful indicator wire retraction and expected plug deployment. As the device operated in accordance with its intended function, no evidence was identified to suggest the presence of a dimensional nonconformance impacting device performance. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18414708 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. Additionally, the device received did not match the event reported. As the cowling guard and deployment lever were not depressed. However, as the plug was received partially deployed with the deployment lever not depressed a condition of ¿vascular closure device (vcd) deployment difficulty premature deployment¿ was observed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal even though the sheath and exoseal were pulled back completely, and pulsatile flow had stopped. The exoseal and vascular sheath introducer were removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used for this interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and the physician did not have a thumb on the plug deployment button during retraction. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, and no anomalies were noted. The device was stored in accordance with the instructions for use (IFU). The exoseal was prepped according to the instructions for use (IFU), with no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified by angiography, including insertion angle (30¿45 degrees), vessel diameter (=5mm), and absence of calcium, plaque, or significant (>50%) stenosis near the puncture site. There was no nearby stent or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the femoral site had not been previously closed within 30 days. The physician was certified and had used the exoseal approximately 10 times per month prior to this procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18414708 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal even though the sheath and exoseal were pulled back completely, and pulsatile flow had stopped. The exoseal and vascular sheath introducer were removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used for this interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click, and the physician did not have a thumb on the plug deployment button during retraction. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, and no anomalies were noted. The device was stored in accordance with the instructions for use (IFU). The exoseal was prepped according to the instructions for use (IFU), with no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified by angiography, including insertion angle (30¿45 degrees), vessel diameter (=5mm), and absence of calcium, plaque, or significant (>50%) stenosis near the puncture site. There was no nearby stent or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the femoral site had not been previously closed within 30 days. The physician was certified and had used the exoseal approximately 10 times per month prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.